Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using a penumbra coil 400 detachment handle. During the procedure, the physician was unable to detach a penumbra coil 400 (pc400) using a detachment handle. A new detachment handle was used to successfully detach the pc400 coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there was no visible damage to the penumbra coil detachment handle (handle). The handle was tested for pull force and throw distance and was found to pass all specifications; the handle actuated correctly. Conclusion: the complaint has been evaluated. The initial complaint indicated that a pc400 coil could not be detached using the handle. Evaluation of the returned device revealed that the handle functioned correctly. If the pull wire tube of the embolization coil's pusher assembly is not completely or properly inserted into the handle funnel, the handle will not be able to detach the coil. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.